Manufacturer narrative:
(B)(4). Batch # n5791v. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the surgeon claims it cut but no staples were present. What were the indications for surgery? Unknown. Can you please confirm the procedure started laparoscopically? Yes it was what healthcare professional fired the device and what is his/her experience? Surgeon who has used the circular stapler for 4 years. When was the safety removed? Unknown but assume so. Were there any staples in the surgical field? If so, please describe their shape. Not that they can recall . Did the healthcare professional receive audible & tactile feedback when firing the device? The room doesn't remember. Did the healthcare professional confirm a complete washer transection? No were their two complete donuts? Unknown. Were the alleged issues with the stapler the only reason the procedure was converted to open or were there other complications? Yes. What is current patient status? Unknown.

Event description:
It was reported that during a lower anterior bowel resection, no staples were deployed with the device. The procedure was completed by opening the patient and using another like device.